Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the probable cause for the system lock-up could not be determined. The study images were not provided (software was reloaded); therefore, the investigation results are inconclusive. The reported issue could not be reproduced, and a root cause of the issue could not be identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the ultrasound system locked up while the user was scanning the patient during a vascular study. The reported phenomenon occurred intermittently throughout the study; however, it was completed with no equipment changes. The was no need to repeat the study because there was no loss of data. There was no patient or user injury reported. No additional information was provided.